Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier jaws failed to work properly. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage or anything out of the ordinary identified. The incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The staff explained that the incident occurred when they went to use it. The jaws would not close. Medium-large hem-o-lok clips by weck were used. The issue resolved after swapping to a backup clip applier. There are no photos and/or videos of this event available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a severely bent grip tip. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure.

Event description:
Refer to h10/h11 for follow-up information.